Manufacturer narrative:
This is deemed as an MDR reportable event, as the pt was sent to hospital and was pronounced dead shortly thereafter. Based on the results of jmsna's clinical affairs investigation, the pt moved a lot and had a history of accidentally pulling out her needles. The reporter stated that he was unable to identify any manufacturing issue that contributed to the event in any way. Moreover, the incident happened only after 3 hours into the treatment. There was no malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the qa specifications prior releasing it to the market.

Event description:
Avf cannulation needle partially dislodged resulting in a blood loss > 275ml. Pt found unresponsive. CPR initiated. A 2500ml saline given. Pt defibrillated two times. Pt transferred to the hospital where she died.